Manufacturer narrative:
The reported events were lead dislodgement, no capture, low sensing amplitude and low pacing impedance. As received, a complete lead was returned in one piece with the helix fully extended within specification. The reported events of no capture, low sensing amplitude and low pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies on the lead with the exceptions of damages consistent with those occurring at the time of the procedure.

Event description:
Additional information was received indicating the lead was dislodged.

Event description:
During a clinic follow up, decreased sensing, high impedance and loss of capture were noted on the right ventricular (rv) lead. The lead was explanted and replaced to resolve the event and the patient was stable with no adverse consequences reported.